Manufacturer narrative:
(B)(4). (B)(6). Device was manufactured from october 24, 2014 to october 25, 2014. The device was received for evaluation. A visual inspection was performed with no signs of physical abnormality that could have caused the reported condition. A functional flow rate testing was performed and the rate was found to be within the specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not fully infuse after 48 hours. The device was filled with 4200 milligrams of fluorouracil in sodium chloride 0.9% bp. There was no patient injury or medical intervention associated with this event. No additional information is available.